Event description:
The pt reported, the infusion device vibrated while she was at work, but she did not view the display. When she arrived home, she saw an e8 (power interrupt) error was displayed. She was unable to clear the error by pressing the buttons. She changed the battery and was unable to resolve the issue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.